Event description:
Target was notified that while attempting to treat a giant aneurysm, the detachable silicone balloon detached unexpectedly and moved from the right internal carotid artery to the right cerebri media artery. The pt showed no deficits after the event. Through a follow-up by a co rep on october 27, 1999 target was informed that the pt is doing well and has not had any reaction from the procedure.